Event description:
It was reported that the patient presented in clinic for an unrelated procedure. During procedure, it was discovered that the patient's pacemaker provided inappropriate pacing output. Afterwards, the pacemaker failed to be appropriately programmed. The pacemaker was explanted and replaced. The patient was stable throughout.